Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter guidewire was caught in the spline array and the central lumen had detached from the tip. During an ablation procedure to treat atrial fibrillation a farawave catheter was selected for use. After completion of the ablation applications in the right inferior pulmonary vein (ripv) with the catheter in the basket shape the spline array was not deploying correctly and the non-boston scientific guidewire appeared to be caught in the splines. The catheter was removed from the patient and it was found that the central lumen for the guidewire had detached from the catheter tip. An attempt was made to pull the guidewire in, but it would not unloop from the spline array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis, however, a media inspection was performed and it was observed that the guidewire lumen was no longer adhered to the tip of the spline cage, consequently confirming the reported clinical observation of guidewire lumen detachment of device or device component due to the finding of a failed guidewire lumen tip bond.

Event description:
It was reported that the catheter guidewire was caught in the spline array and the central lumen had detached from the tip. During an ablation procedure to treat atrial fibrillation a farawave catheter was selected for use. After completion of the ablation applications in the right inferior pulmonary vein (ripv) with the catheter in the basket shape the spline array was not deploying correctly and the non-boston scientific guidewire appeared to be caught in the splines. The catheter was removed from the patient and it was found that the central lumen for the guidewire had detached from the catheter tip. An attempt was made to pull the guidewire in, but it would not unloop from the spline array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.